Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. Information was requested but details were not available regarding when the failure occurred, patient status, medical intervention, patient injury, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device.